Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor had ruptured during patient use in the hospital. According to the customer, the reservoir ruptured after the infusor was attached to the patient. The device was filled with fentanyl citrate (8ml), 0.5% bupivacaine hydrochloride (50ml), and saline (42ml). No additional information is available at this time.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under CAPA-(B) (4). (B) (4)